Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 device was received for evaluation; 1 event was confirmed. 1 device was found to be affected by disassembly. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device disassembled. 1 reported event no had patient involvement; no patient impact.